Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their crack on reservoir compartment. The customer¿s blood glucose level was 350mg/dl. Troubleshooting was performed. Customer stated that reservoir was not hold in place. The insulin pump will be returned for analysis.